Event description:
Reportedly, during pt use, the ventilator froze. The unit could not be powered off. The pt was manually ventilated and an attempt was made to transfer the pt onto a bipap. The pt's saturation level dropped to 88%. The pt was then taken to an ER. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, additional pt info was not provided.